Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an insulin syringe. The end user reports that the cannula was bent upon opening the package. During injection, the cannula broke off inside the end user's stomach. The cannula was successfully removed from the end user's stomach with no add'l medical intervention reported.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.